Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet for at least 30 minutes, after which the pump began charging. No further assistance was required.